Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by lubricating the reaction carousel, cleaning the cuvette wash nozzles, cleaning the cuvette wash nozzle tubing, and replacing the vacuum pump diaphragm. An instrument service history was reviewed for the architect c4000 processing module, sn (B)(6) and revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending for the architect c4000, sn (B)(6) did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, sn (B)(6) was identified.

Event description:
The customer observed falsely depressed total bilirubin on architect c4000 processing module for one patient. The results provided were: (B)(6) 2024: sid (B)(6) ; initial result = <0.1 mg/dl, repeat results = 0.5 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a; a1 - patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed total bilirubin on architect c4000 processing module for one patient. The results provided were: (B)(6) 2024: sid (B)(6); initial result = <0.1 mg/dl, repeat results = 0.5 mg/dl. There was no reported impact to patient management.